Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device not working. During the procedure the existing device was removed and a new ipp was implanted. Upon removal, a fracture was seen in the tubing from the pump to the reservoir and a tear was identified in the right cylinder, confirming there was a leak in the system. The new implant was working properly following the procedure. No information was provided about the patient's outcome.